Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient arrived at the dialysis clinic at 7:00am. He noticed a low alert from his receiver and it was displaying 40 mg/dl. During this time, the patient did not check a finger stick reading. The people at the clinic gave the patient apple juice, a protein shake and regular soda. The patient stated the readings were still dropping to 20 something mg/dl and still no bg meter was checked. Labeling indicates that the cgm does not display values below 40 mg/dl. The patient started to vomit and was feeling weak so a nurse at the clinic called an ambulance. Paramedics arrived at 8:49am, checked the patient¿s bg and it was 500 mg/dl. The patient was transported to the hospital and they treated him with 20 unites of fast acting insulin and insulin via IV. The patient stated in the hospital overnight and was discharged on (B)(6) 2024 (no information if the patient was in the hospital for more than 24 hours). At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.